Event description:
Healthcare professional reported the "port and tubing" of a lap-band system is being removed and replaced due to a hernia. The hernia was first diagnosed when the pt was experiencing pain. Follow up findings: the device was not removed; the ventral hernia repair was performed without needing to remove the device.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the date of occurrence and partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Hernia and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the model number, serial number, pt info, or further event details.